Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, the patient had stoke-like symptoms. The patient reported a cgm discrepancy where the device indicated a level of approximately 170 mg/dl, while a fingerstick reading showed 39 mg/dl. The patient stated he ended up in the emergency room (ER) due to this event. While hospitalized, the cgm again displayed a reading of 198 mg/dl, while a blood draw confirmed a bg level of 39 mg/dl. The patient further shared at an unspecified time that his pump showed 188 mg/dl, but he believed his actual bg was in the 20s, describing the event as nearly resulting in a coma. He confirmed that he went to the ER on (B)(6) 2025. The patient went to the ER because he was experiencing low bg and wanted to understand what was happening. No symptoms were reported by the patient, but the spouse mentioned he had experienced a transient ischemic attack (tia). This was also the time when the bg was confirmed at 39 mg/dl via blood draw, while the pump showed 198 mg/dl. Treatment administered in the ER included an IV with sugar water, and the patient was discharged the same day. He was then sent home in the afternoon when his blood sugar leveled, and he changed the sensor when he got home. At the time of the report, the patient was okay. Although additional attempts were made to obtain clarification of event details, no reply has been received. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The reported glucose values fall within the d and e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.